Event description:
The consumer attempted to sit on rollator when the brakes allegedly did not hold and unit rolled causing the consumer to allegedly fall on top of the unit. Minor injury alleged.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model 65650, serial number/date code (B)(4), is approximately 3 years 3 months old. The owner's manual part number 1148077 rev e (jul-08) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) female, (B)(6). The consumer sustained bruises on her back and one side of her leg. The consumer received medical care at the facility where she resides and she is currently receiving therapy for her injuries. The consumers stability and medication regimen are unknown. The consumers technique while using the device is unknown. The consumer has had the unit for a couple of years. The consumer did not have any parts replaced and did not have the dealer maintain unit after receiving the unit. The consumer has received a replacement unit.